Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint of broken cable was confirmed by failure analysis. Review of the provided image is consistent with the complaint of broken cable. Corrected information is found in the following field: d4 (product lot number). In addition, the following information was obtained: the procedure being performed on the date of the event was a myomectomy. The instrument was inspected prior to use, and no damage was found. The customer indicated that a cable was found protruding from the distal end of the instrument. There was no observed intraoperative collision or misuse involving the instrument. No known impact or patient consequence was reported. There were no issues with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed damaged cable on the mega needle driver instrument. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.